Event description:
It was reported that during a ptca/stenting treatment procedure, the liberte' monorail stent dislodged from the delivery system prior to deployment. The stent remains in the pt. Additional clinical information regarding this complaint has been requested.